Event description:
Pt reports that they were admitted to (B)(6) hospital on (B)(6) 2025 for "stomach issues" (onset date unknown) and is now having a double remunity pump malfunction. Pt advised that their hospitalization is not related to the pump issue. Pt reports that they are expecting to be discharged by monday (B)(6) 2025 or tuesday (B)(6) 2025 at the latest. Pt reports that before contacting the pharmacy they were getting pump failure alarms while making their next cartridge. Pt reports that they tried a factory reset prior to speaking to the pharmacy and both pumps are alerting "pump failure". Pt tried again while speaking with the rph, read through the prompts and when trying to add the cartridge, the pump stated, "pump failure". Rph advised the pt that we cannot work through pump failure and both pumps will need to be replaced. The pharmacy will replace both remunity pumps, which are available for return. Pt reports that they have not experienced an adverse event or interruption in therapy due to the pump issue as they are currently receiving remodulin via hospital pump. No further info, details, or dates available. Sq remunity self-fill pt. Pt started using remunity device (B)(6) 2024. Winrevair dosing and frequency: inject 0.4ml under the skin for 4 doses, then increase to 1ml for target dose as directed by the md. Each dose should be given 3 weeks apart. Pt has not yet begun winrevair maintenance dosing.